Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture-r ready-screen,lot x189.a service visit was performed. Fluidics testing failed; 1ml syringe was replaced. The track-to-washer was realigned. The fluidics test was repeated and passed. The repair returned the instrument was within specification and operating as expected.

Event description:
Customer reported not detecting an anti-e on the abs2000 on a prenatal patient sample. The patient was initially tested by tube method using peg and exhibited weak positive reactivity. There is no record of a recent transfusion